Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the manufacturer¿s representative (rep) reported the cause of the low impedance wasn¿t determined. It was speculated a screw could be too tight on contacts 0/1 causing the low impedance. No actions were taken to try and resolve the low impedances. The patient was referred back to their primary care physician for referral to the implanting neurosurgeon for investigation into the impedance issue, and to possibly get an MRI in the future for a possible back surgery.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that there was an impedance issue with a deep brain stimulation implantable pulse generator (ipg). The impedance on contact 0-1 was measured at 67 ohms. Additionally, the patient required an MRI. No patient complications have been reported as a result of this event.